Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had been emitting tones a couple years ago. Technical services (ts) was contacted, and ts discussed the device only had seven months battery remaining at the time and was likely depleted. Subsequently, the patient underwent a revision procedure, and the crt-d was explanted and replaced due to normal battery depletion (nbd). It was also noted the right ventricular (rv) lead had exhibited high, out-of-range shock impedance measurements of 190 ohms back when the device could be interrogated. No adverse patient effects were reported.